Event description:
This complaint is reportable based on the analysis completed in 2009. The 90% stenosed target lesion was located in the calcified and severely tortuous right coronary artery (rca). The lesion was pre-dilated with a 2.0mm unknown balloon catheter. The physician could not cross the lesion with a 2.5x20mm taxus express2 stent. The procedure was completed with a different device. No patient injuries or complication were reported. Patient's condition listed as "no problem". However, the analysis of the returned device confirmed stent damage.

Manufacturer narrative:
Examination of the returned unit revealed proximal stent damage. Struts on the first and fourth row from the proximal end were raised. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. No kinks or damage was found along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.